Event description:
On january 17, 2025 immucor issued a product notification to initiate removal of instrument software version 2.2.0.55 which had been recently installed on certain echo lumena and galileo echo (v2.0) instruments (no foreign installations were affected because software version 2.2.0.55 had only been installed on a limited number of us instruments).